Event description:
During normal distribution of sterile dental implants and healing collars hairline cracks were discovered in the packaging caps. All inventory was sorted for the presence of cracked caps and all suspect items were removed and placed into quarantine. Distribution procedures were altered to inspect for this condition. Results of testing revealed no compromising of sterility and therefore the crack was determined to be cosmetic in nature. Further engineering analysis revealed a material fault in one cavity of the implant cap. This cap was subsequently re-engineered to add additional to the fault prone area. After this re-engineered cap was placed into production, no further instances of hairline cracking were noted. A complete report of all investigations and actions taken is available as required.

Manufacturer narrative:
Inventory analysis found less than 1% (0.93%) of sterile products manifested the condition reported. During the affected period, we received no customer complaints regarding this condition nor did we receive any post-operative placement info which would indicate any implant rejection or infection. Implant direct has prepared a plan of corrective action to account for the few remaining items that may be in customer inventory.